Manufacturer narrative:
The customer reported that the g5 bedside monitor was unresponsive. It is was unclear if the just the touchscreen was unresponsive to touch or if the unit was frozen. Not in patient use. Investigation conclusion: the complaint device was received. The unit was evaluated and the complaint was duplicated. The screen was found with an adhesive residue. The cause was determined to be damage to the touch screen. Bedside monitor bsm-1700 series model: ni, sn: ni. Additional information: b4 date of this report, d9 device available for evaluation, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H3 device evaluated by manufacturer, h6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The customer reported that the g5 bedside monitor was unresponsive. It is was unclear if the just the touchscreen was unresponsive to touch or if the unit was frozen. Not in patient use.

Event description:
The customer reported that the g5 bedside monitor was unresponsive. It is was unclear if the just the touchscreen was unresponsive to touch or if the unit was frozen. Not in patient use.

Manufacturer narrative:
The customer reported that the g5 bedside monitor was unresponsive. It is was unclear if the just the touchscreen was unresponsive to touch or if the unit was frozen. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 08/05/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 08/11/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 08/14/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Bedside monitor bsm-1700 series. Model: ni. Sn: ni.